Event description:
It was reported that during a retroarc implant, the tape and the sheath were "glued" together. The physician had to dissect the tape from the sheath with a scissors. It was reported that due to this, a tension free implant was not guaranteed. No further complications were reported. If additional information is received, a follow up report will be sent.